Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) unknown biomet 3i screw for evaluation. Visual evaluation was performed, visual evaluation was performed, the unknown healing abutment screw was fractured and partially drilled out. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet 3i screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The screw was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
It was reported that the abutment screw at tooth site #46 fractured inside the implant. Tip of abutment screw fractured. Tried to remove it with kit without success. Implant was removed and the procedure was completed with another t3pt6511 implant. Additional appointment is required to do new crown in 4 months

Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / provided. D4: additional device information: unknown / not provided. G4: premarket identification: unknown / not provided. H4: device manufacturer date: unknown / not provided.